Manufacturer narrative:
Final analysis confirmed the report of unit would not power on. Charring was noted on the prongs and the original power supply was cracked. After opening up the unit the circuit board revealed damage and burn marks to the front of the circuit board.

Event description:
Patient called because he had a lightning storm and now the tx has no power. Disconnected and reconnected the prongs. Green contacts were fine. Still no power. Tried another plug and still no power. Sending new transmitter.

Manufacturer narrative:
Failure event observed during analysis.